Event description:
A journal article was obtained on 19-may-2026 that reported a study from italy. This study prospectively followed and retrospectively evaluated patients who underwent total knee arthroplasty using a cemented persona knee between january 2013 and december 2014. The purpose of the study was to evaluate the clinical and radiological outcomes, as well as long-term survival rate of this anatomic total knee replacement design. The study reviewed 116 knees in 106 patients (44 males, 72 females). The study population had a mean age of 65.3 years at time of surgery with an average bmi of 27.39. Patellar resurfacing was performed in 113 knees. Follow-up was conducted at 1, 3, and 6 months postoperatively then annually with a mean length of follow-up for 11.1 years and a minimum of 10 years. The article reported that two (2) patients underwent revision surgery due to aseptic loosening. Further information has not been provided.

Manufacturer narrative:
(B)(4). D6a: exact date of implantation is unknown however it was reported that all procedures occurred between 2013 and 2014. D6b: exact date of incident/explant is unknown however it was reported that the mean time to revision was between 50-56 months post implantation. D10: medical product: unknown persona femoral component; unknown persona articular surface g2: foreign: italy. G2: literature: montagna, a., marescalchi, m., cinelli, v., sangaletti, r., andriollo, l., benazzo, f., rossi, s. (2025). A novel knee implant for total knee arthroplasty meets expectations at 10 years. First long-term follow-up report of clinical outcomes and survivorship. Knee arthroplasty, 2026 apr;34(4):1318-1326. Doi: 10.1002/ksa.70037. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.